Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system did not have ultrasound anymore. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from company representative indicated the profile of another surgeon was used, resulting in machine conflict and ultrasound cutting. The technician created settings for that surgeon and they no longer have any problems. Additional information is not expected.

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the company representative created a specific profile on the system, for the doctor and the diathermy was replaced. Additional information from the customer confirmed that during the event, the doctor used a profile of another surgery, creating conflict regarding the ultrasound (u/s) settings. Customer reported again that they no longer experienced any problem with the u/s. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a customer use error. (B)(4).

Event description:
A completed questionnaire was received from the facility. Lack of ultrasounds during sculpt phase. Cataract was extracted by manual means extra capsular cataract extraction (ecce). The handpiece and cassette were exchanged. Case was completed. No patient harm reported.